Manufacturer narrative:
H3 this report is based solely on the information provided by the customer. A device history record (DHR) of the affected serial number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The alarm passed all verification testing and met manufacturing specifications prior to being released for distribution. A review of the complaint database did not reveal any similar events against part 8645 in the past 2 years. Therefore, it appears that this complaint is an isolated event. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Complaint reported patient fell from chair and alarm did not go off due to dead batteries. According to customer, the alarm did not provide the low battery life indicator or provide low battery cue.